Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing additional pain, discomfort and was having episodes of fever. The patient was placed on antibiotics and the patient will have a blood test to rule out infection.

Event description:
It was reported that the patient was experiencing additional pain, discomfort and was having episodes of fever. The patient was placed on antibiotics and the patient will have a blood test to rule out infection. Additional information was received that the patient was no longer having fevers and her white blood count came back slightly low so the physician did not think the patient had an infection. There was no culture taken and consulted with infection disease and determined the same thing. The patient was reprogrammed and no other course of action at this time.